Event description:
The cochlear implant was evaluated on (B)(6) 2022 using the integrity test system. The results are consistent with a device malfunction. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.